Event description:
It was reported that after impacting the final cup, the scrub nurse noticed the screw on the end of the impactor was broken. The cup had already been impacted at the time it was found so it had no impact on the patient. Nothing fell into the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. No evaluations can be made from the provided picture as the tip of the device cannot be seen. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.